Manufacturer narrative:
Details of complaint: the customer reported they were experiencing system wide comm loss with the telemetry transmitters and hardwired devices. The bedside monitors (bsms) were also rebooting on their own. No patient harm was reported. Investigation summary: the caller was not at the hospital during the call but stated that no power loss occurred, and that no work was being done on the system. At the cns, the user could not see the patients because the hard-wired devices kept rebooting. Some patient's data displayed only intermittently. The telemetry system was consistently down. The system engineer indicated that something may be going on with the network and requested verification that the network was working as intended. The customer replaced the network cable, but the issue remained. Next, the customer was to determine if the reboot loop was causing the network communication loss on the system. The customer went room to room to identify the device that was boot looping. The customer continued to verify other network components to make sure they were working. On the evening of the same day, 2/12/2021, the customer explained that he replaced some network "switches and servers" and the devices in the ICU department (hardwired) were communicating again. The telemetry devices were still displaying comm loss. The customer began rebooting the org receivers as part of the troubleshooting. After rebooting all orgs, all telemetry transmitters came back into communication. The customer then began resolving a related communication issue where data was not transferring to the emr system to completely restore communication of the nihon kohden monitoring network and connected systems. The cause of the reported issues stemmed from network failure. This is not an indication of failure of the cns or any other nihon kohden devices on the network. The system was back online after network components were replaced and/or restarted. The root cause of the failure is unknown. The issue was related to network configuration. There was no evidence suggesting there was an nk device malfunction.

Event description:
The customer reported they were experiencing system wide comm loss with the telemetry transmitters and hardwired devices.

Manufacturer narrative:
The customer reported that their site is experiencing a system wide communication loss on transmitters and hardwired systems. The customer also reported that their bedside monitors (bsm's) are rebooting by themselves. No harm or injury was reported. Nihon kohden continues to investigate the reported event.

Event description:
The customer reported that their site is experiencing a system wide communication loss on transmitters and hardwired systems.